Event description:
This report is based on information provided by philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device shuts down when video is in use. The tempus pro was returned to philips for bench repair. Functional analysis was performed and identified that the device shuts down when video is in use. Confirmed complaint the unit will restart when there are a large number of photos are taken with the use of a video laryngoscope as few as 10 photos can overwhelm the device and require a restart. Calibrated nbp and co2. Device functions are working correctly. The software and instruction design issues are under investigation, but the device can continue to be used as a vital signs monitor. The device was returned to the customer site for use. Based on the information available and the testing conducted, the cause of the reported problem was a design issue. The reported problem was confirmed. Based on the information available and results of additional analysis further action has been initiated. A review of the risk management file was performed. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after being returned from bench repair. The investigation identified design issues and further action has been initiated. If additional information is received the complaint file will be reopened.